Manufacturer narrative:
Tech found the pt left siderail was not latching due to missing bolt to base. Replaced the bolt to the latch tube base to resolve this issue. Problem was result of misuse.

Event description:
Complaint received of pt left siderail broken. No injury reported.